Event description:
It was reported that during a lap cholecystectomy while the surgeon was trying to clip the cystic duct, the clips jumped and they could not use them. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.